Event description:
It was reported that caller experienced cgm error and requested assistance. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset, after which error did not recur and caller successfully started sensor session, with no additional issues reported.